Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows evidence of power on resets. The returned battery cap has stripped threads; the spring is intact on the cap. The battery compartment has a crack that extends from the case seal to the threads. A power loss was duplicated when trying to attach the returned battery cap to the pump. A new test battery cap was able to carefully tighten to the pump. The test cap was used to exercise a 1 unit per hour basal rate for a 24 hour duration period; no power issues occurred during this time. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specifications. The black box shows the time and date resetting to the default within 24 minutes of powering off. Removed the pump cover and inserted test screen. The pump booted to the verify screen with a normal contrast using the test screen. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted. Unrelated to the complaint, evaluation revealed that the keypad was lifted near the ok key. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The ok symbol was found to be worn. The contrast key was intermittently unresponsive and the up, ok and down keys responded appropriately. Evaluation revealed that there was contamination under all key contacts.

Event description:
The patient reported to animas b)(6) 2012 alleging that she experienced elevated blood glucose (bg) of over 300 mg/dl with symptoms of nausea and dizziness after the pump powered off during the middle of the night on b)(6) 2012. The patient was reported to be a poor historian by the animas customer technical support representative. The patient reported that the elevated bg was treated with an insulin bolus in an attempt to lower the bg back into target range; however, the patient stated that she bolused with too much insulin (unknown amount) which caused her bg to drop to 50 mg/dl. The patient reported that she then had hypoglycemic symptoms of headache, sweating and "feeling like I was going to die". The patient reported treating the low bg by consuming carbohydrates. At the time of the call to animas, the patient reported her bg was 211 mg/dl with no signs or symptoms of hypo or hyperglycemia. The patient reported prior to the pump shutting off in the middle of the night that the battery cap would not attach properly to the pump. The patient reported, the battery cap was taped onto the pump in order to power the pump. The patient reported that the spring on the battery cap was broken and there is a visible crack in the battery compartment. The patient reported noticing these issues a few days prior to the report. This complaint is being reported because, the patient experienced bg excursions as the result of knowingly using a damaged insulin pump for insulin delivery.